Manufacturer narrative:
(B)(4). The cartridge was returned to manufacturing site for evaluation. Visual inspection under microscope at 10x magnification shows scarce ovd (ophthalmic viscoelastic) residues inside the cartridge. The cartridge tip was observed broken (hole) and the lens stuck inside. Through the small tip hole was observed ovd residues came out. A manufacturing record review was performed. The manufacturing process record was evaluated and the cartridges were manufactured within specifications. No non-conformance report was issued during this cartridge lot number manufacturing process. The units were released according to specification. No other complaints have been received for this production order number. In addition the directions for use (dfu) were reviewed. The dfu sections provide the customer with information on proper device usage. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Pt age. Age at time of event or date of birth: unknown. Pt gender. Sex/gender: unknown. Implant and explant dates: not applicable; there was no patient contact reported and the lens was not implanted. Initial reporter. Section phone no. (B)(6). Upon further review the cartridge that was used in this report has an expiration date of 01 mar 2015. Therefore, at the time of the event ((B)(6) 2015) the cartridge was expired. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the lens ejected out of the side of the cartridge. In follow-up, it was reported that while the surgeon about to insert the cartridge into the patient's eye and pushed the lens in, the lens ejected out of the side of the cartridge making the cartridge crack. The surgeon removed the delivery system and used a backup cartridge and lens. Only the cartridge tip was partially inserted into the patient's eye. There was no incision enlargement and no vitrectomy performed. Reportedly, there was no patient injury. An additional follow-up was made to the customer, it was reported that while advancing the lens into the patient's eye, the surgeon saw the lens coming out from the side of the cartridge instead of the chamber tip/bevel. Once the surgeon saw the lens coming out from the side, the surgeon immediately stopped and used a new one. The customer confirmed that the plunger rod did not puncture the wall.